Event description:
It was reported that the lead was explanted and replaced due to increased capture threshold and pacing lead impedance.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: a partial lead with the connector pin measuring 48.6cm was returned for analysis. External insulation abrasion was noted at 19.3-19.6cm, 22.7-23.1cm, and 26.7-27.2cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was intact at these locations.